Manufacturer narrative:
The customer had a sample that repeatedly recovered > 700 u/ml with advia centaur xpt ca 19-9 kit lot 482 but when the sample was tested with an alternate method ca 19-9 assay the result was <1 u/ml which was accepted by the physician. There is no indication of a cancer diagnosis with this patient. The customer was not able to provide a list of medications/supplements the patient was taking. The sample cannot be sent to siemens for evaluation due to china customs issues. The expected values section of the advia centaur xp/xpt ca 19-9 instructions for use (IFU) indicates 3.7% of samples from normal patients recovered >37 u/ml so a certain number of elevated results from normal patients can be expected for this assay. The cause of the discrepant results seen by the customer with this one sample when using advia centaur xpt ca 19-9 kit lot 482 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. No further action is needed. The limitations section of the advia centaur xp/xpt ca 19-9 instructions for use states: "do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis." "Do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity." Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays."

Event description:
The customer observed an elevated advia centaur xpt ca 19-9 result that was discordant compared to an alternate method and the clinical picture of the patient. The result was reported to the physician(s) and questioned. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xpt ca 19-9 result.